Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a male patient had bleeding after the new catheter had been inserted. The patient usually has a permanent catheter, it was a routine change. The patient got a catheter that was flushed for 24 hours. Then the bleeding had stopped and the patient's outcome was and is good after the 24-hours-flushing. Additional information indicated the patient was under anticoagulant therapy, over 60 years old and had a lying catheter when they came to the ward. The patient had also previously experienced the same kind of bleeding with a non-coloplast catheter.

Manufacturer narrative:
Checking the quality databases revealed no anomaly in connection with the described defect. On october 08 we received sample - we see weak burrs and acceptable according to our specification. It is unknown if this complaint occurred with model aa63181002 lot 6230711, or with model aa63161002 lot 6369785. Both lots were reviewed for this complaint, we searched for other complaint and we didn't find other complaint on these lots. The incident of unexpected significative bleeding was probably due to patients' condition, treated by anticoagulant in a context of long-term urinary catheterization for urinary disorder. Based on the above, this complaint is not confirmed as a product defect.